Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error after clearing it once today. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump was not exposed to magnetic field. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer reported they are unsure if the drive support cap is protruded, loose, sticking out or flush. The insulin pump will be returned for analysis.